Event description:
It was reported that a spectrum iq pump had an door that did not fully latch during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issue was reproduced. Evaluation observed the link to be out of adjustment. A review of the event history log revealed 'shut door-power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the link. Link adjustment will be required to correct the issue. The device malfunction may result in a delay of therapy if it were to recur. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will